Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had a driveline infection with drainage and their white blood cell count was rising. Driveline exit site came back positive for staphylococcus (coagulase negative) on (B)(6) 2022. The patient was treated with antibiotics and was monitored on site for ongoing infection. Incision and drainage was planned.